Event description:
The customer reported the ventilator alarmed due to high oxygen supply pressure alarm and oxygen unavailable occurrences. The customer reported the device was in use on a patient and there was no patient harm reported. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer to replace the data acquisition pcb board. The biomedical engineer reported the device was run-in for a few days without reoccurrence of the reported problem. The biomedical engineer reported no parts were replaced, and the unit was placed back into service. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.